Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a broken suture occurred. The treatment area was located in the vessels of the kidney. A flexima¿ was selected for use. During procedure, the device was placed successfully in the target area. When the physician tried to make the loop by pulling the suture, it was noted that the suture was cut from the catheter. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable.